Event description:
The customer complained that testing of erytypecell a1, b on erytype s abd+rev. A1, b yielded false positive reactions in reverse typing . Two patient samples that had caused false positive test results were sent to us for quality control and also the supposedly defective products erytype s abd+rev.a1, b and erytypecell a1,b were returned by the customer. Our quality control laboratory tested the supposedly defective products and patient samples separately. Furthermore, the supposedly defective products were tested together. All positive and negative reactions were correct. One patient sample was also tested with the supposedly defective products in reverse typing. All positive and negative reactions were correct. We did not observe any false positive reactions. The second sample could not be tested in reverse typing because there was no plasma left. Testing by our quality control laboratory confirmed the allegedly defective lot of erytype s abd+rev. A1, b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Event description:
The customer complained that testing of erytypecell a1, b on erytype s abd+rev. A1, b yielded false positive reactions . Two patient samples that had caused false positive test results were sent to us for quality control and also the supposedly defective products erytype s abd+rev.a1, b and erytypecell a1,b were returned by the customer. Our quality control laboratory tested the supposedly defective products. All positive and negative reactions were correct. We did not observe any false positive reactions. Testing by our quality control laboratory are still ongoing. Testing by our quality control laboratory confirmed the allegedly defective lot of erytype s abd+rev. A1, b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident.

Manufacturer narrative:
This is our initial report on this incident